Event description:
The patient reported that they had been ¿having problem for the last six months and all of a sudden it caught to patient.¿ the patient also mentioned that she ¿know some of the leads had gone on it before, in 2011 or 2012 maybe, and patient was hoping they could reprogram it". The patient indicated that the device was on and would follow up with their health care provider. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0454724v, implanted: (B)(6) 2005, product type: lead. (B)(4).